Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However, based on the results of the investigations is likely that the biopsy channel leaked during handling of the subject device by the user, which led to fluid invasion on the subject device and caused corrosion inside the scope connector. Subsequently, electronic components were damaged; as a result, the error message e315 (incompatible scope) was displayed. The event can be prevented by following the instructions for use which state: warnings and cautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to heavy fluid invasion at the scope connection and body control unit. In addition, no data found during the excera circuit board data verification, the scope failed the dunk test and was unable to tape the leak, the distal end plastic cover had a chip, dent and scratches, the bending section cover had chip lifting, the forceps instrument channel was leaking due to an internal tear, the bedding section had a dent and failed the electrical continuity test due to overload ohms of the charged coupled device shrink tube, scratches and heavy dent failed ring gauge of the insertion tube, both the control body and scope connector had advanced diagnostics fluid invasion and corrosion after aeration dry, low angulation of the upward/downward angulation control know, and the labeling of the unit was peeling off. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope displayed error code e315 (non-compatible endoscope). The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.